Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the clog was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were dents and scratches inside the biopsy channel, likely due to endo therapy accessories getting caught. However, a root cause was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the biopsy channel of the subject device was clogged. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.